Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient reports they had not received a double beep from the pod after fill. The patient had ran out of pods due to 2 other pods previously reported having communication errors. Once at the hospital emergency room the patient was treated with insulin. The patient was prescribed insulin. The patient was at the hospital for 1.5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.